Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the presence of the noise on the right ventricular (rv) lead. No programming changes made were reported. No patient consequences were reported.